Event description:
It was reported that the patient presented for routine device change out due to eri. The right ventricular lead exhibited breach in insulation with exposed conductor wires on bending the lead proximal to the lead pin. Prior to change out upon fluoroscopy the lead was noted to be coming out of the header and bent into an angle putting a lot of stress on the lead. The lead was repaired using silicone adhesive. Capture, sensing and impedance were within normal limits. Dft testing was successful. Lead revision was discussed. The patient was in a stable condition.